Event description:
Related manufacture reference number: 2017865-2022-06334, related manufacture reference number: 2017865-2022-06335. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. During procedure, it was noted that the atrial lead exhibited insulation damage. It was also reported that the pacemaker exhibited an unknown malfunction. The pacemaker and atrial lead were explanted and replaced on (B)(6) 2022 while the right ventricular lead was capped and replaced on the same date. The patient was in stable condition.